Event description:
It was reported, during attempted implantation of this 23 millimeter (mm) transcatheter aortic bioprosthetic valve (tav), in a patient with severe pulmonary hypertension (phtn) and an existing, failed 21mm non-medtronic (abbott trifecta) tav, a baseline echocardiogram suggested mild aortic insufficiency (ai). However, there was poor diastolic separation, suggesting more severe ai at baseline. A temporary pacemaker was used and a pre-implant balloon aortic valvuloplasty (bav) was performed. Two deployment attempts were made, both with suboptimal positioning, resulting in subsequent recaptures. During these deployment attempts, the patient became severely hypotensive and decompensated due to the baseline phtn and temporary pacing runs. The valve was recaptured into the delivery catheter system (dcs), the dcs was withdrawn from the patient, and cardiopulmonary resuscitation was performed. A non-medtronic temporary mechanical flow heart pump was implanted to restore heart rhythm, the patient recovered, and the procedure was aborted. Per the physician, the patient did not tolerate pacing well due to the severe phtn. No intervention was scheduled. Additional information was received that prior to the attempted implant of the transcatheter valve, an 18 mm non-medtronic balloon was used to perform the pre-implant bav, and the patient developed significant ai. It was noted that the patient had a normal left ventricular ejection fraction (lvef) and experienced global severe hypokinesis of the left ventricle (lv). Therefore, this was likely "stunned" since her lvef came back. During deployment, there was no difficulty turning the deployment knob, separation of the actuator, or issue with the knob. However, the valve wanted to "dive" after annular contact. Additionally, the depth of implant was too deep. Subsequently, the valve was recaptured and withdrawn from the patient to stabilize the patient due to decompensation. On the same day as the aborted procedure, the patient was not doing well due to unresolved ai. Therefore, the patient was brought back to re-attempt the transcatheter aortic valve replacement (tavr). The right transfemoral approach was performed for dcs access, and the minimum diameter of the access vessel was 3.9 mm. The guidewire was switched to a double non-medtronic (lunderquist) guidewire instead of a different non-medtronic (safari) guidewire for the valve. Following the successful implant of the this valve, a post-implant bav was performed using a non-medtronic balloon due to an expansion issue. After the post-implant bav, the patient had minimal paravalvular leak (pvl) and a mean gradient of less than 12 millimeters of mercury (mm hg).the patient was in stable condition; however, on the primary access site, a femoral cut down was performed as the non-medtronic (perclose) closure system failed. Approximately 5 days following this implantprocedure, the patient died due to blood loss from the femoral cut down on the primary access site. Per the physician, the cause of the blood loss at the access site was possibly due to the non-medtronic closure system, and the patient's anatomy at the primary access site, specifically the minimum diameter and calcium in all of the segments in the iliac artery, was noted as a contributing factor. However, the physician was unsure whether the dcs, sheath or guidewire contributed to the blood loss. Per the physician, the patient's underlying medical history contributed to the death and the first dcs cannot be excluded as a contributing factor to the death; however, the physician was unsure whether the second valve and second dcs contributed to the death. The first valve can be excluded as a contributing factor to the death.

Manufacturer narrative:
Image review: two intraprocedural media files were submitted for review in relation to the reported event. A pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. Documentation indicates the presence of an indwelling surgical aortic valve, which is consistent with the imaging provided. Fluoroscopic valve load inspection was not available for review; therefore, a good load could not be confirmed. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the implantation attempt. An image of the partially deployed evolut valve demonstrates deep positioning, which would typically prompt recapture. According to the report, multiple recapture attempts were performed due to suboptimal implantation depth. During the reported deployment attempts, the patient became severely hypotensive and decompensated. The valve was subsequently recaptured into the delivery catheter system (dcs), the dcs was withdrawn from the patient, and cardiopulmonary resuscitation was initiated. It was reported that further implantation attempts were initially aborted; however, due to u nresolved aortic insufficiency, the patient returned to the procedure room for another attempt to implant the transcatheter aortic valve. An image of the released valve from the subsequent attempt demonstrates adequate implantation depth. It was additionally reported that the patient died several days following the procedure. As no additional imaging was available for review, a comprehensive analysis could not be completed. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactu red date: 2025-07-18; use by date: 2027-07-18; implant date: non-implantable; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. For the concomitant device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve wanted to "dive" was clarified as the valve dislodging towards the left ventricle during implant attempt.